Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints for the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that two months after an intraocular lens (iol) was implanted, it was exchanged for another lens due to patient having poor distorted vision, halos, glare, dysphotopsia and issues with depth perception. Additional information was requested.